Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02029; 2938836-2020-02031; 2938836-2020-02032. It was reported that during the implant procedure, a hematoma formed. The hematoma was evacuated, and hemostasis was achieved. The pocket was closed. The event was resolved without sequelae.